Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, deflation.

Event description:
Healthcare professional reported left side "textured/capsule." Physician later reported capsular contracture, baker grade iii/IV. Healthcare professional later confirmed "grade 3." Physician later reported "implant punctured for removal." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation and use error: observed opening assessed as surgical damage. Anxiety-product/procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures creases, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "textured/capsule." Physician later reported capsular contracture, baker grade iii/IV. Healthcare professional later confirmed "grade 3". Physician later reported "implant punctured for removal." Device has been explanted.